Event description:
It was reported that patient underwent a right knee procedure. Subsequently, patient was revised approximately two years later due to femoral loosening. The prosthesis was removed and replaced with competitor product.

Manufacturer narrative:
(B)(4). D6a implant date: unknown date in 2018. Proposed component code: mechanical (g04) - femur & mechanical (g04) - stem. D10 medical devices: ti oss avl 71x60mm non-mod tib catalog#: cp0001228 lot#: 962680. Oss avl ti lock ring set catalog#: cp0001231 lot#: 996800. Oss ti axle wih scr and cap catalog#: cp0001233 lot#: 996810. Oss tibial poly bearing 12mm catalog#: 150410 lot#: 075070. Oss avl tib bushing set catalog#: cp0001232 lot#: 007240. Oss avl ti yoke set 12 14 16mm catalog#: cp0001230 lot#: 999540. Oss poly femoral bushings catalog#: 150477 lot#: 248550. Palacos cement catalog#: 66020502 lot#: 89634768. Palacos cement catalog#: 66020502 lot#: 89634768. Unknown stryker cone catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. It was noted that a stryker cone was used in combination with zimmer biomet pmi implants. However, it cannot be confirmed if this off-label usage was related to the reported event, therefore, a definitive root cause cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.